Event description:
A jag precursor was used for therapeutic purposes. During the procedure, while removing the guidewire, the tungsten coating peeled off. A piece of the device remained in the pt. There are no plans for removal as the physician expects the pt to defecate the fragments. The procedure was completed with another device.